Event description:
Information was received that after being used 4 or 5 times, the balloon on the tracheostomy tube is no longer inflating. An emergency tracheostomy change was carried out to resolve the issue. No adverse effects reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions were taken since the complaint was not confirmed.